Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 418 mg/dl at the time of the incident. The customer's other blood glucose level was 202 mg/dl. The customer stated that the insulin pump received a low battery warning but they failed to change the battery. As a result, the insulin pump died and the customer experienced hyperglycemia. The customer declined troubleshooting for high blood glucose levels. The device is not expected to be returned for analysis.